Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-04, information was received from a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving fentanyl (dose and concentration unknown) via an implantable pump for non-malignant pain. On (B)(6) 2015, the patient started experiencing lower back pain. The hcp performed a MRI to try and find out why the patient was having the pain. The hcp suspected the patient could have an infection around the catheter or a possible slipped disc. On (B)(6) 2016, the patient was admitted to the hospital. Additional information has been requested regarding the results of the MRI, the cause of the event and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.